Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient reported on 2015-10-12 that there was a loss of therapy that was not related to positional movement or any trauma/fall. The patient programmer indicated that stimulation was on, and the patient had the ability to change stimulation. Increasing stimulation and switching groups did not resolve the issue. The patient had not been getting stimulation down the back of their arms, which is where the pain was. Neither program a or b were helping, and it had been going on for about a week prior. The related medical history included spinal pain. Additional information was received from the patient on 2015-10-30 stating that the issue had not been resolved. A supplemental report will be submitted if additional information is received.